Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Corneal damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Corneal abrasion is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event was likely due to patient movement. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the inserter scratched the endothelium in the operative eye during attempt to implant the stent(s) from an unspecified trabecular microbypass stent device. The report noted that patient movement contributed to the reported event. Additional information is being requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Corneal damage is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Corneal abrasion is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event was likely due to patient movement. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the inserter scratched the endothelium in the operative eye during attempt to implant the stent(s) from an unspecified trabecular microbypass stent device. The report noted that patient movement contributed to the reported event. Additional information is being requested.

Event description:
Through follow-up, the surgeon provided the following additional information. The patient has made a full recovery by postoperative week one (1).

Manufacturer narrative:
MFR# reference: (B)(4).